Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that tubing separated and leaked. Although requested, additional information was not provided.

Manufacturer narrative:
Correction on initial report: b.4 & g.4.

Event description:
It was reported that tubing separated and leaked. Although requested, additional information was not provided.